Event description:
Patient presented to the physician with redness at the chest incision site. Physician determined it was an infection and brought the patient into the or and removed the entire inspire system.